Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received inappropriate shocks for atrial tachycardia (at) which was in atrial fibrillation (af) zone. Programming change was made. The physician performed av (atrioventricular) node ablation. The implantable cardioverter-defibrillator was explanted and replaced following the advisory. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of inappropriate therapy was confirmed through review of stored egms. Analysis was normal. No anomalies were found.